Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/22/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the patient experienced a skin reaction with rash and redness under entire patch area which occurred 10 days after the sensor had been inserted in the abdomen. The area was prepared with alcohol before placing the sensor on the body. The patient was evaluated by the doctor on (B)(6) 2024. The doctor prescribed methylprednisolone 4 mg and recommended using tegaderm going forward to avoid having skin reactions. Photos were provided for review. Photographs attached to the complaint depict erythematous rashes on various areas of the body, including thigh. The patient was feeling normal at the time of the report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.